Event description:
It was reported that during laparoscopy-assisted distal gastrectomy, the fourth or fifth clip was loaded misaligned. The user stopped using the device and replaced it with a new one to continue the operation. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800729 was manufactured on 12/05/2018 a total of (B)(4) pieces. Lot was released on 12/05/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with a clip partially loaded incorrectly into the jaws of the applier. The sample appears used as there is biological material present on the device. First, the clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip loaded on the first attempt. However, resistance was felt upon engaging the trigger. On the second attempt, a closed clip fell out of the channel. On the third attempt, another closed clip fell out of the channel and another clip was unable to load into the jaws. It was observed that the next clip was out of position in the channel. Another attempt was made , and the next clip was unable to load properly into the jaws of the applier. The sample was disassembled to inspect the internal components. The yoke was broken at the pin position. Scrape marks were also observed on the inside of the yoke. The feeder tab on the proximal end of the feeder and the proximal end of the bridge were both bent. The proximal end of the feeder was also bent. The clips were out of position. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The damages to the yoke, the feeder and the bridge are indications that the feeder spring bound up internally in the yoke which resulted in the feeder tab being bent and shortened the overall stroke of the feeder. This resulted in the clips not being able to properly load as they were unable to advance all the way forward in the jaws. The feeder spring binding up in the yoke also caused the clips to come out of position. It was determined that the feeder spring getting bound up in the yoke was the root cause of this issue and prevented the clips from loading properly. This is a manufacturing related issue. A nonconformance was previously opened to further investigate this issue. Corrective actions have been put in place to help prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It was determined that the feeder spring getting bound up in the yoke was the root cause of this issue and prevented the clips from loading properly. This is a manufacturing related issue. A nonconformance was previously opened to further investigate this issue. Corrective actions have been put in place to help prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clip loaded misaligned" was confirmed based upon the sample received. One device was received. Upon functional inspection, the clips were unable to load properly into the jaws of the applier. The sample was disassembled to inspect the internal components. The yoke was broken at the pin position. Scrape marks were also observed on the inside of the yoke. The feeder tab on the proximal end of the feeder and the proximal end of the bridge were both bent. The proximal end of the feeder was also bent. The clips were also out of position. The damages to the yoke, the feeder and the bridge are indications that the feeder spring bound up internally in the yoke which resulted in the feeder tab being bent and shortened the overall stroke of the feeder. This resulted in the clips not being able to properly load as they were unable to advance all the way forward in the jaws. The feeder spring binding up in the yoke also caused the clips to come out of position. The feeder spring getting bound up in the yoke was the root cause of this issue and prevented the clips from loading properly. This is a manufacturing related issue. A nonconformance was previously opened to further investigate this issue. Corrective actions have been put in place to help prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopy-assisted distal gastrectomy, the fourth or fifth clip was loaded misaligned. The user stopped using the device and replaced it with a new one to continue the operation. No clips fell in the patient.